Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d10, h3 - per information received 15oct2019, product is no longer available for return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. It was originally reported in the b5 that the date of event was (B)(6) 2019. The date of event is (B)(6) 2019. It was correctly reported the initial report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: imaging/pacs administrator. PMA/510(k) #: k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was to be used on (B)(6) 2019 in a male patient with a lung issue for a lung biopsy. Before the procedure, the operator inspected the device and reported ¿despite the various attempts and maneuvers, it seems impossible to get the needle out of his guide.¿ prior to patient contact, it was replaced with a new, similar device. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Additionally, the risks of this device are acceptable when weighed against the benefits. Cook also reviewed product labeling. Instructions for use (iifu) are packaged with this device. Relevant sections include: intended use ¿ quick-core biopsy needles are intended for soft tissue biopsy. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for soft tissue biopsy should be employed. How supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred. A review of the device history record (DHR) showed no nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. It is possible that the device was screwed too tightly during quality control, but this cannot be definitively confirmed. Another unknown factor may be contributing to the dtn becoming unable to be unscrewed. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.